Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead was placed in the apex and had normal readings for capture threshold through the analyzer. Yet, when connect to the implantable cardioverter defibrillator (ICD) device, the threshold was 3 times higher than through the analyzer. It was suspected that the device had an issue, but when a second device was used, the same results occurred. Ultimately, it was concluded as a lead issue. The lead was repositioned to the septal wall and the thresholds from the analyzer and device were equal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).